Event description:
It was reported that, "posteromedial poly wear almost to metal after 3 years."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.